Event description:
It was reported via clinic notes dated (B)(6), 2012 that the patient has obstructive sleep apnea for which he uses a CPAP machine. Notes dated (B)(6), 2012 report that since the CPAP machine has been used, the patient's sleep cycle has been doing fine and the patient's headaches have stopped. Per the clinic notes, the patient seems to be in no distress. No additional information has been received.

Event description:
On (B)(6) 2013, the nurse called to follow up on the patient's sleep apnea. She stated that the patient was diagnosed with sleep apnea prior to getting vns and that the sleep apnea was due to the way the patient holds his body and not due to any device. She stated that the patient's chest is caved in from how he sits and that he was tested for sleep apnea due to his posture. The nurse further stated that the patient would have sleep apnea even if he did not have the device and that vns was not related to this event. In fact, it was stated that the vns device has been helping the patient. No additional information was provided.